Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station allowed the user to login, select a patient, select their list of medications, open the first medication but then kicked the user out of the station without recording. A technical support specialist found that the database had reached its maximum capacity, attempted to shrink the database and transaction logs; however, this was unsuccessful. After obtaining customer approval, tss performed a full synchronization of the station. Following the full synchronization, the issue was resolved, and the customer confirmed that the station was functioning properly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a software error was causing users to be logged out of the pyxis system. Users were able to log in, select a patient, and access the medication list; however, after opening the first medication, the system would unexpectedly log them out without recording the transaction. After clearing the pop-up message, users were returned to the login screen.however, there were no delays or adverse events or injuries reported based on this event.